Event description:
Due to the cup having too much anti-version upon initial implantation, the pt was experiencing dislocations. The surgeon decided to revise the cup and liner. MFR # 3005180920-2015-00144.

Event description:
On 07/28/2015 the retrieved item have been analyzed by (B)(4) project manager with the following outcomes: observing the explanted liner assembled with the cup, scratches, rift and cuts can be seen on the liner, probably caused by trying to disassemble it from the cup. On the cup a portion without the coating can be noted, probably caused by the removal of it from the acetabulum. While, observing the explanted screws and plug no particular sign can be seen. It is not possible from the inspection of the implants determine the root cause of the event. Reference MFR #: 3005180920-2015-00144.